Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to communicate, the device programmer showed an error message and the charger was unable to locate the ipg. It was confirmed that the ipg was inoperable. Patient last had therapy and last charged about a month ago. Failure to communicate was exhibited with multiple programmers. Device explant procedure is anticipated but not scheduled. Patient was stable.